Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was not returned for evaluation. Based on the available information, the root cause of the purge leak was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 55-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a leak from the purge side. Visual inspection revealed that the purge fluid was leaking from the luer lock of the extension tubing. Sodium bicarbonate was in the purge solution and there was no evidence of a leak from the pump luers or purge tubing. The leak resolved when the extension tubing was removed. There was no reported harm to the patient.